Event description:
Boston scientific received information that via patient remote monitoring system, this implantable cardioverter defibrillator (ICD) with the chronic right ventricular (rv) lead exhibited a high out-of-range (oor) shocking lead impedance measurement. However, all other measurements were found to be within normal limits. The shocking vector of the device was reprogrammed and the patient will continued to be monitored. The patient's system was evaluated and the rv lead found to exhibit oor shock impedances in triad vector. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is comsplete. This investigation will be updated should further information be provided.